Event description:
It was reported that pump battery continued to deplete quickly after similar issue had been reported earlier in april. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined further troubleshooting and requested pump replacement, and technical support completed service replacement request intake.